Event description:
Customer reported an issue with the pm8000e monitor, which may have affected ECG monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and corrected the problem by replacing the ECG interface connector. Unit was safety tested to factory's specifications.